Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the battery was not in new condition but there were no significant anomalies found.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-33, lot# v466235, implanted: 2010 (B)(6); product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the battery stopped working during a MRI. Normal battery depletion was marked as no. The device was explanted and replaced. There was no patient death or injury associated with the event. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.